Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis of the returned device identified a sharp-edged opening with localized stresses induced. Based on the device analysis the final assessment is: a sharp opening with localized induced stress, which was assessed as surgical impact. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports right side rupture and capsular contracture (grade ii). Device has been explanted.